Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have been diagnosed with periodontal disease. They have received deep cleaning treatments for their condition. Recent x-rays have shown bone loss which further confirms their diagnosis. According to the correspondence I received from your team, it appears that I should not have been eligible for aligner treatment due to my gum disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.